Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. The following information was requested, but unavailable: please provide lot number. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an incisional hernia repair on (B)(6) 2021 and the absorbable straps were used. It was reported that the strap would only go halfway into the mesh and would not go into the peritoneum. The procedure was completed with a like device. There were no adverse patient consequences.